Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 301031 batch# 3333702 it was reported by customer that the black residue noticed inside the syringe. Rcc received a complaint via email. Email(s) attached. Black residue noticed inside the syringe item -301031. Lot - 3333702.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was black residue in the syringe. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows the bottom part of a syringe with solution in it. There are two dark colored specks at the bottom of the syringe barrel that appear to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 301031, lot 3333702. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received material# 301031; batch# 3333702. It was reported by customer that the black residue noticed inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Black residue noticed inside the syringe. Item -301031; lot - 3333702.